Manufacturer narrative:
The technician found the release arm assembly was stuck in the open position possibly from wear. The technician replaced the siderail to repair the bed.

Event description:
Information received indicates the left foot siderail wouldn't lock when raised up.